Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer reported that when creating the treatment plan, 1-7 brain, the treatment course was somehow copied and then pasted into the qa course. The patient now has two identically treatment plans residing in two active courses. No allegation of mistreatment since both 1-7 brain plans were identical.